Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare professional had to revise the pump in the pocket. Per the reporter, the pump "tore through the stitching". After the erosion the hcp and the plastic surgeon "took out" the pump and re-implanted it. Now the patient has a "black area on the underside" that looks like "dry gangrene". The patient was admitted to the hospital. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.